Event description:
According to the reporter: during a laparoscopic hepatic resectioning, the nurse was preparing the patch so that the surgeon could insert it through the trocar. The nurse unrolled the patch but it was hard and brittle. It broke and was discarded. Two patches failed while in the operating room. The patches that broke were not used on the patient. To complete the procedure two patches from a different lot number were used. Four patches were saved and will be returned for analysis.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five device opened by the account. The event report alleges the product was used in a surgical procedure. The visual inspection of the sample noted that each of the foils pouches was received from the account opened. Four of the samples were received with the tyvek pouches; one of the tyvek pouches was received sealed. Four veriset patches were received. The patches were brittle; however, no additional abnormalities were noted. The condition in which the samples were received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures and a review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.